Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod. Symptoms reported include vomiting and nausea as well as loss of consciousness. In addition the patient reports they had a seizure. Once at the hospital the patients pod was removed. The patient was treated with insulin. The patient was prescribed anti nausea and seizure medication. The patient was discharged from the hospital after 3 days. The patients pod will not be returned as it has been discarded.